Manufacturer narrative:
A product development evaluation was completed: the t25 stardrive shaft, standard belongs to the matrix spine system and is used for screw insertion and final tightening. The technique guide for this system was reviewed for the proper use of this instrument. One t25 stardrive shaft, standard (part 03.632.002, lot 6968777, manufactured october 2012) was returned. Upon receipt of this device it was seen that the flanges at the distal tip of this driver are worn or missing material and each is flattened up to 2mm. This complaint is confirmed. The design of this device was reviewed. This device is made from x15tn, the more common material for similar devices is 465ss due to its improved strength characteristics. Given the wear pattern on the stardrive points was subject to excessive torque. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t25 stardrive shaft f/matrix standard screwdriver stripped out during final tightening. The polyaxial head placement tool for matrix the head applicator inner part came loose. There was no report of a time delay or harm to patient associated with this complaint. Patient status reported as good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history records (dhrs) for p/n 03.632.002, lot 6968777, showed no non-conformances generated during production. Review of the raw material DHR for p/n 11156, lot 5186613, showed a rework. The rework added a mark to the bar stock to indicate alloy type and lot number to ensure use of correct alloy for product. The bars passed inspection using xrfa analysis to confirm alloy type. This rework is not relevant to the complaint condition as the bar mark is on the end of the bar stock. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.